Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer¿s pump alarmed failed battery test. Their blood glucose was unknown. Nothing further reported. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed pump error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected failed battery test alarms noted during testing. Device received with scratched case, pillowing keypad overlay, damaged end cap address label, and minor scratched lcd window.